Manufacturer narrative:
(B)(4). Foreign country: (B)(6). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a pin broke during an initial tka. The surgical technique was utilized. No adverse events have been reported as a result of the malfunction. No further event information available at the time of this report.